Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation, therefore, the reported event cannot be confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation is required. Complaint information provided by ortho development. Device not returned for evaluation.

Event description:
It was reported during an unknown patient, procedure that the weld broke. No adverse events were reported as a result of the malfunction.